Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned all drains, replaced the reagent and sample probe, and performed alignments. The cse performed full quick check, which passed. The cse then ran system check, which passed. The customer performed calibration of ca reagent and then ran one sample from five separate cups and obtained matching results. The customer ran quality controls, which were within range. The cause of the discordant, falsely depressed ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.